Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the coil could not be deployed for several attempts. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additionally according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly was returned with the device. It was noted that the trip wire was secured and the slack was correctly taken up. The suture thread was attached to the distal trip wire loop presenting 3 knots. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and found that the device was used in a manner inconsistent with the labeled indications since the device was used in the fundus of the stomach and per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the fundus of the stomach during a varicose vein ligation procedure performed on (B)(6) 2021. During the procedure, the coil could not be deployed for several attempts. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Additionally, according to the complainant, the speedband superview super 7 device was used in the fundus of the stomach. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.